Manufacturer narrative:
(B)(4) the damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4)

Event description:
It was reported that the lead was dislodged and inadequate capture threshold was observed. Lead re-positioning was unsuccessful, so the lead was explanted and replaced. Patient's condition was stable.